Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of octreotide (500 mcg/100 ml). The octreotide was intended to infuse at a rate of 5ml/hour with a volume to be infused of 100ml. The clinician noted that the octreotide infusion bag was ¿dry¿ at shift change when it was expected to be at least half full. The event occurred at approximately 13:40. The patient was also receiving infusions of phytonadione 10 mg/50 ml over 20 minutes and sodium chloride 0.9% 100 ml at 10 ml/hour (basic infusion). There was patient involvement, but no harm.

Manufacturer narrative:
Omit: other occupation, report source other, b17 - device not returned, c20 - no findings available. Correction: initial reporter occupation, report source. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of the device over-infusing octreotide was not confirmed through a review of the device logs and was not replicated during laboratory testing. Results from a timed rate accuracy and unregulated flow testing demonstrated the device to be delivering fluid within specification. No issues of the device presenting an unregulated flow condition were observed. Testing could not be performed on the administration set as it was not returned for investigation. A review of the suspect pump module and concomitant pcu error logs showed no malfunctions on the reported date. A review of the pcu event logs showed that on (B)(6) 2024 at 12:11 am the pcu was powered on, the suspect pump module was attached and was assigned channel ¿a¿. At 12:14 am was selected for programming with the following infusion parameters: drug=octreotide (drugid=307); drug amount= 500 mcg; dose=25 mcg; rate=5 ml/h; volume to be infused (vtbi)=100 ml. At 12:14 am the device alarmed check IV set. The device alarmed ¿safety clamp open¿ and immediately registered a door closed log (this means that the administration set clamp was open for a moment). The user then restarted the unit. At 11:44 am the user channeled off the unit. The primary volume infused (pvi) recorded was 57.003 ml. Subsequently at 11:45 am, the pcu was powered on. The user selected the unit and then restored the previous infusion. At 11:51 am the unit alarmed patient side occlusion. At 1:43 pm the user programmed a delay of 30 minutes. At 2:13 pm the device alarmed callback before infusion, the user selected the unit and restarted the infusion three (3) minutes later. At 6:59 pm the device alarmed air in line. The user paused the unit and was restarted until 8:03 pm. At 11:42 pm the unit alarmed infusion complete. Pvi was recorded as 100.005 ml. At 11:55 pm the user channeled off the unit. Internal and external inspection of the pump module found no irregularities. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The pcu event log could not determine why the infusion that was programmed to infuse for approximately 20 hours was found to have the IV bag empty after only infusing for approximately 13.5 hours. Alaris system user manual (v9.19), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The pumping mechanism was disassembled during the internal inspection. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6) work order (wo): (B)(4). Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of the device over-infusing octreotide was not identified during the investigation. Review of the device logs and laboratory testing performed demonstrated the device was operating as intended, and no fault was found. Note that this report lists imdrf annex a1801, c0601, d15, g04037 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that there was an over infusion of octreotide (500 mcg/100 ml). The octreotide was intended to infuse at a rate of 5ml/hour with a volume to be infused of 100ml. The clinician noted that the octreotide infusion bag was ¿dry¿ at shift change when it was expected to be at least half full. The event occurred at approximately 13:40. The patient was also receiving infusions of phytonadione 10 mg/50 ml over 20 minutes and sodium chloride 0.9% 100 ml at 10 ml/hour (basic infusion). There was patient involvement, but no harm.